Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. The most likely assignable cause is instrument related. A within run vitros tropi es precision test performed was outside ortho guidelines indicating that the vitros 5600 integrated system was not performing as expected at the time of the event. An ortho field engineer (fe) performed service and maintenance actions to the instrument, including cleaning the microwell incubator evaporation cover, replacing the preliminary well wash nozzle and performing optimization adjustments. Following these service and maintenance actions, a tropi es within run precision test was performed by the ortho fe and the results obtained were within ortho acceptable guidelines indicating the vitros 5600 integrated system was now performing as expected. The customer accepted the instrument back into routine use and all required documentation was given to the customer. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5540.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected vitros troponin I es (tropi es) result was obtained from a single patient sample when tested on a vitros 5600 integrated system. Patient 1 sample 1 result of 1.314 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result of 1.314 ng/ml was reported from the laboratory. The patient underwent cardiac catheterization based on the reported higher than expected result. The patient was later discharged from hospital following the procedure. A corrected report was later issued for the patient and ortho has not been made aware of any allegation of harm as a result of this event. Following a medical consult from ortho medical safety officer from 22 december 2022: "due to the intervention, the patient is exposed to potential cardiac catheterization side effects such as bleeding from the access site, pain, hematoma, vascular injury, anesthesia side effect, and the risk of contrast allergy such as hives, and acute or acute on chronic kidney injury. This should be reviewed case by case for individual complaints from the patient; if the patient was treated and discharged with no complaints, then that will be a non-serious injury." This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).